Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulation was confirmed to be on, but they could not feel the stimulation sensation when they usually felt stimulation working. The patient also reported they were having symptoms of the therapy not working for pee and they were changing pads 4 times a day in the last couple of weeks. The patient reported they had a fall 8-10 weeks ago and the internal components were checked with an x-ray and deemed ok. During the call the patient increased stimulation from 1.95 to 2.15 on program 4. The patient felt stimulation slightly, increasing made stimulation annoying so the patient kept it at 2.15 where it was comfortable. It was noted that the therapy not working was a sudden return of symptoms. No further complications were reported.